Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the needle broke through the sheath and perforated it. Based on the results of the investigation, it is likely that the following led to the malfunction: the scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. A device history review revealed no issues that could have caused or contributed to the reported issue]. This issue is addressed in the instructions for use (IFU): ·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the aspiration needle tube was punctured distally. The issue occurred during a therapeutic endobronchial ultrasound procedure. The procedure was completed with a similar device. There were no reports of patient harm.